Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a leakage at the flush port was observed when de-airing the guide. A crack was also noted on the dilator. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak and crack dilator were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history another complaint reported for the same issues and determined to be the same potential product quality issue. The reported leak was due to the observed cracked dilator flush port. The cracked dilator flush port appears to be related to a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, this incident is referencing exception (issue) 134192 and exception (action) 140169. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.